Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: an evaluation of the photos provided by the user confirmed the report. In the photos provided, a loop could be seen in the trigger cord on the barrel. The lot number could also be confirmed from the photos provided. Four (4) of the six (6) bands are still seen on the barrel. Our laboratory evaluation of the product said to be involved also confirmed the report. The trigger cord attached to the barrel with four (4) bands, the loading catheter, the two-way handle and irrigation adapter were included in the return. One of the two bands missing from the barrel was located on the irrigation adapter. The other band missing from the barrel was not included in the return. During a visual examination, it was observed that one leg of the trigger cord had come out from between the third and fourth band forming a loop in the cord. As a result, both of the beads for the third band were on the same side of the barrel. The remaining beads for bands 4, 5, and 6 were still in place on the barrel. The beads were examined using magnification and appeared to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic esophageal variceal ligation, the physician selected a cook 6 shooter saeed multi-band ligator. As the physician attempted to release the second band, the physician detected the trigger cord deviated from the normal course [trigger cord not retained under bands]. The physician was concerned about the function of the device and changed to another of the same device to complete the procedure. Other than the deployed band, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.